Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery(lcx). The lesion was predilated and then a 2.75 x 24 mm promus element stent delivery system (sds) was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluation: a visual and microscopic examination of the device noted slight stent damage. Numerous struts along the length of the stent were slightly raised. This type of damage is consistent with some form of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).